Event description:
Caller reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the alarm and decided to replace the pump since the issue was reported with consecutive cartridges. The customer was instructed to switch to an alternate form of insulin delivery using multiple daily injections (mdi) until the replacement pump was received. The customer confirmed having the latest pump software and understood the steps needed to return the faulty pump and set up the replacement. The replacement pump was sent without requiring a delivery signature.